Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was damaged and at the time of the power interruption, the yellow o ring visible at the battery cap. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 01/12/2017. Device evaluation: the device has been returned and evaluated by product analysis on 12/20/2016 with the following findings: a review of the black box showed no intermittent power issues on or before the date of the complaint due to continued use of the pump. Three unexplained power on reset events were found in the current black box history. The returned battery cap and test cap were able to attach securely to the pump. A crack was found in the battery compartment at the threads to the left of the bumper. The battery compartment threads were damaged. One battery cap contact height was found of specification and both contact widths were within specifications. Rewind, load, and prime testing was performed successfully. The pump was run for 24 hours and no reboot occurrences occurred. The complaint of intermittent power was unable to be duplicated during battery cap functional test. The pump was opened to find no damage to the power circuit. No moisture was found internally.